Event description:
Meter name: one touch ultra, strip name: lifescan, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: dka (diabaetic keto acidosis). A patient reported they were hospitalized. Their meter allegedly was inaccurately high. The result on their meter was 282 mg/dl. The result on the hospital meter was 224 mg/dl. The time difference between patient's meter and hospital meter was unknown. Treatment was 4 units of insulin.